Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that there was a hole in the balloon but the stent was placed.

Manufacturer narrative:
Engineering analysis: the details provided indicate that the area was highly stenosed and occluded, the common iliac artery, and right bifurcation. The common iliac artery was also heavily calcified. The delivery system was removed from the bio-hazard bag and disinfected. The balloon had been inflated at some point during the procedure to deploy the stent. The catheter shaft was in good condition with no visible signs of damage. The balloon was inflated and a leak was noted in the distal balloon cone. Under 20x magnification a small longitudinal tear was noticed. This tear in the balloon was approximately .5mm long. It is not clear how the balloon was ruptured during the procedure. Based on the details, the anatomy was very challenging. It is speculative, but the balloon may have been ruptured on one of the calcified lesions. The lot history records indicate that the lowest balloon burst pressure seen during balloon forming and final lot qualification testing was 20atm. The average bust pressure was 21.4atm. The rated burst pressure specified on the product label is 12atm. The lot history records indicate that the balloon was well above the requirement of a burst pressure above 12atm. The v12 instruction for use (IFU) specifies the following in the warnings and cautions section: do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: when a balloon ruptures during inflation the stent is not deployed properly and may cause an obstruction of the vessel or movement of the stent may occur. Causes of balloon rupture include coming in contact with the graft, navigating around an acute angle to the target and coming in contact with calcifications within the vasculature. The instructions for use discourage the use of this device in non-compliant lesions where full expansion of a balloon dilatation catheter cannot be achieved during pre-dilation, or where obstructions cannot be dilated sufficiently to allow passage of the delivery catheter. It also warns that special care should be taken to ensure that the appropriate size device is selected prior to introduction. Native lumen dimensions must be accurately measured, not estimated.